Event description:
It was reported that the device reached near elective replacement indicator (eri) sooner than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage -pre/ approaching eri. Weekly trend in save to disk data (B)(4) shows min bat=2.72 to 2.64 volts between (B)(6) 2011 and (B)(6) 2011, is before device rrt<= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device did not meet the expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed. Battery voltage -pre/ approaching eri. Weekly trend in save to disk data file (B)(4) shows min bat=2.72 to 2.64 volts between (B)(6) 2011, is before device rrt<= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage -pre/ approaching eri. Weekly trend in save to disk data file (B)(4) shows min bat=2.72 to 2.64 volts between (B)(6) 2011 and (B)(6) 2011, is before device rrt<= 2.62 volt.

Event description:
It was reported that the device reached near elective replacement indicator (eri) sooner than expected. It was later reported that the device reached elective replacement indicator and was explanted and replaced. No patient complications have been reported as a result of this event.